Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Also, for the c cover was melted, the distal end plastic cover was damaged, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonoscope to the service center for a separate issue. During evaluation, the c cover was melted, the distal end plastic cover was damaged, and white residue was found in the air water supply, the service repair technician noted that the most likely cause of the complaint could not be established, while also for the distal end plastic cover was damaged cause was traced to component failure. There was no patient involvement.